Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. E: full phone number (B)(6). G: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log (ehl) was downloaded. The ehl showed many "high alarm cleared: downstream occlusion" messages. Visual, functional and occlusion tests were performed and found a damaged downstream occlusion (dso) seal as well as a defective dso sensor. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/damaged dso seal. The dso seal and sensor were replaced to fix the issue.

Event description:
It was reported that the device was beeping in occlusion. There was unknown patient involvement.